Manufacturer narrative:
D4 expiration date was updated. Due to the limited information about the issue, no clear root cause for the flyer result could be found. The investigation did not identify a product problem. A general reagent problem was not present, because the qc prior to the event was within ranges.

Manufacturer narrative:
The cobas 6000 e601 module serial number was (B)(6). The field service engineer checked the analyzer but could not find a root cause. He suspected there was a bubble during the initial sampling. He checked the sample probe voltage and ran patients to check for imprecision. The precision results were within specifications. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys probnp ii results from the cobas 6000 e601 module. The initial result was 36 pg/ml with a data flag. The repeat result from another analyzer was 4534 pg/ml and was believed to be correct.